Event description:
Boston scientific crm received information that this right ventricular lead had dislodged. Therefore, a revision procedure was performed and the lead was removed from service.

Manufacturer narrative:
The lead was not returned for testing and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.